Manufacturer narrative:
Correction of bsc aware date field as the correct aware date should be 09/06/2024. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a yellow alert for right ventricular automatic threshold detected as greater than programmed amplitude or suspended. Additional information was received from the field mentioning that the rv lead exhibited high capture thresholds and loss of capture (loc) as it was programmed at maximum outputs. Furthermore, the rv lead hurt over site. An rv lead revision was completed, and it has been surgically abandoned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of bsc aware date field as the correct aware date should be 09/06/2024. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a yellow alert for right ventricular automatic threshold detected as greater than programmed amplitude or suspended. Additional information was received from the field mentioning that the rv lead exhibited high capture thresholds and loss of capture (loc) as it was programmed at maximum outputs. Furthermore, the rv lead hurt over site. A rv lead revision or replacement is being planned but the rv lead remains in service and there was no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a yellow alert for right ventricular automatic threshold detected as greater than programmed amplitude or suspended. Additional information was received from the field mentioning that the rv lead exhibited high capture thresholds and loss of capture (loc) as it was programmed at maximum outputs. Furthermore, the rv lead hurt over site. A rv lead revision or replacement is being planned but the rv lead remains in service and there was no adverse patient effects reported.